Event description:
Complainant alleges heating pad gave him a shock. No injuries or property damage reported with this incident.

Manufacturer narrative:
This product was examined on 02/2006, by visual inspection. It was determined that there was a wire break on both wires going into the control due to abuse, as the power cord was severely pulled at an angle, which is a direct violation of the instructions provided. The insulation was off of both wires but all of the wires were not broken completely into allowing the pad to continue to function. This incident is the direct result of consumer misuse/abuse of the product.